Event description:
It was reported that the tubing and seal dislodged from the base of the canister. Approximately 200 cc of blood was lost. The patient received about 150 cc of the blood prior to breakage. No medical intervention was required. There were no adverse consequences related to the event.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.